Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported since implant patient was at 8.5v and had felt no stim and doesn¿t have urge to urinate as during the trial. Rep was not with patient or healthcare professional (hcp) so no troubleshooting could be done. Caller mentioned patient had advanced trial done and while on trial patient felt stim at 9.2ma and felt 'urge' to urinate as intended. Caller wanted to understand why ens can go higher than ins. It was explained ma vs voltage and discussed ohm's law. Caller has no impedance information on patient. It was reviewed that patient impedances should be checked right away and viable contacts should be sought. No further complications were reported or anticipated. Additional information received from the rep on 2019-march-22 indicated that they have tried all programs at the max amplitude. The patient has chosen to have the battery removed.